Event description:
The tip of the screwdriver was broken during the procedure. The broken tip was retrieved. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.